Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Unk. Are there any photos of the foreign matter available? Unk. Is it possible that the foreign material fell into packaging upon opening of device? Unk. Was the product seal on the foil still intact when the package was opened? Unk. Please provide the source or name of person providing answers to follow-up questions: (B)(6).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, it was found that it looked like powdery when the package was opened and checked it before use. The customer want to know if there was the case. This event was found before use. It was not a control release needle. Another product was used to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.